Manufacturer narrative:
Correction to investigation conclusion: no evidence of bleeding was observed on the returned device. Inspection of the device found no damages or defects that would cause bleeding. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. We are unable to confirm or determine the root cause of the reported damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.1 hardware: iphone16.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels high.